Manufacturer narrative:
User documentation (technique manual, p/n (B)(4)) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Furthermore, the implant system requires a torque of at least 30 n-cm. The implant that failed to integrate was placed in a very low density bone (d4) using the same osteotomy site of a previous placed implant that did not function as intended. Also, he was only able to apply a 10 n-cm torque on the implant, which is far less than the required 30 n-cm. Although the clinician did not achieve primary stability, he still placed the implant and continued with immediate loading of the overdenture per pt's request. He was aware that the implant might fail to integrate based on the pt's condition and low torque value. The clinician removed the implant that failed to integrate and was able to restore masticatory function for the pt with the other lodi implants that were properly integrated. The implant lot history record was reviewed and no discrepancies or issues of non-conformance was noted. No further action is required.

Event description:
Note: zest anchors was informed of the issue on (B)(4) 2012 (aware date). Implant (tooth position #5) failed to integrate due to low torque (10 n-cm). This result was expected by the clinician, since the bone at this site had very low density and the lodi implant was being placed at the same osteotomy site as a previously failed 2.5 mm implant (intra-lock mdl implant). Clinician used p/n (B)(4) (2.9 mm dia., 12 mm length, 2.5 mm cuff height abutment) and changed out the abutment from 2.5 mm cuff height version to the 4.0 mm cuff height version; thereby converting the lodi implant system from p/n (B)(4) to (B)(4).